Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. Test leads were able to insert normally into the header and the lead port diameters were found to be within specification.

Event description:
It was reported that during device change out for eri, the pace/sense of the rv lead could not be fully removed from the device header. Set screws were fully removed, but the pin remained stuck in the header. After cutting the rv lead, the device was successfully explanted. Patient did not experience adverse consequences after the event.